Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ fos¿ culture supplement kit, the media was observed to be contaminated and cloudy. This event occurred with one (1) kit. There was no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ fos¿ culture supplement kit, the media was observed to be contaminated and cloudy. This event occurred with one (1) kit. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bactec fos supplement is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Bactec fos reconstitution fluid is manufactured by rehydrating the media components with usp purified water and mixed until a homogenous solution is obtained. The solution is dispensed into vials and capped and crimped per sop. Vials are autoclaved in an air over pressure (aop) autoclave; per manufacturing instructions, using a validated cycle. Post autoclaving, vials are labeled and packaged in a separate packing area. Four fos supplement vials are then manually packaged with one fos reconstitution fluid vial to make a bactec fos supplement kit (material 442153). No batch number, returns or photos were provided for investigation. Retention samples cannot be evaluated without a specific batch number. The complaint history was reviewed for material 442153 and there are no trends in any batch over the last 12 months. Bd will continue to trend for this issue. This complaint cannot be confirmed.